Manufacturer narrative:
No product was returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification the reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint the manufacturer of (freestyle libre sensor) was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc (abbott diabetes care) requirements and there was no deviations or abnormalities which could have caused the complaint a tripped trend review was conducted and the investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high sensor scan results and was given insulin (dose/type unknown). Customer was given a second dose of insulin when they noticed that the blood glucose levels were not dropping. Customer experienced paleness, trembling, and "borderline fainting". Customer was given sugar by his parents, but vomited. Customer was taken to the hospital where a sensor scan result of 300 mg/dl was obtained which was high compared to a reading of 42 mg/dl obtained on the built-in meter and a reading of 50 mg/dl obtained on a hospital meter. Hcp administered "a liquid with an oral syringe". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high sensor scan results and was given insulin (dose/type unknown). Customer was given a second dose of insulin when they noticed that the blood glucose levels were not dropping. Customer experienced paleness, trembling, and "borderline fainting". Customer was given sugar by his parents, but vomited. Customer was taken to the hospital where a sensor scan result of 300 mg/dl was obtained which was high compared to a reading of 42 mg/dl obtained on the built-in meter and a reading of 50 mg/dl obtained on a hospital meter. Hcp administered "a liquid with an oral syringe". There was no report of death or permanent impairment associated with this event.